Event description:
It was reported that during a generator change procedure, the appearance of the superior vena cava coil of the right ventricular lead on x-ray did not appear normal. The physician chose to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 7288 implantable cardioverter defibrillator (B)(6) 2005. (B)(4).